Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they experienced low blood glucose 38mg/dl. The customer current blood glucose level was 38 mg/dl. Patient had treated with food. Customer did not allege pump was over delivering. Troubleshooting was performed for low blood glucose. The product will not be returned for analysis.